Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed but did not reproduce the system error 105. The reported symptom was observed during power up and caused by a failed motor (flex). The eval also found severed motor mount screws which may have contributed to the reported symptom. The failed motor assembly and screws were replaced.